Event description:
Patient was im'd for agitation. When giving intramuscular medication to (B)(6) patient, safety device that is supposed to cover needle was unable to deploy/malfunctioned. Needle carefully pulled out of patient and properly disposed of.